Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and only an implant operative report has been provided. We have, contacted the initial reporter to request additional info and if available, to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was provided to davol by the pt's attorney: it was alleged that the pt was implanted with an unk bard "marlex" mesh in a pelvic repair procedure performed on (B)(6)1999. Attorney alleges that the pt has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.